Event description:
It was reported that; the inner shaft of the extraction screwdriver broke during a case. I was not in case as it was just a removal.

Manufacturer narrative:
The device was inspected and it was confirmed the tip of the extractor fractured off. No relevant manufacturing issues were found upon device history review. Therefore, the probable root cause of this reported event is overtightening.

Event description:
It was reported that; the inner shaft of the extraction screwdriver broke during a case. I was not in case as it was just a removal.